Event description:
It was reported that when the scrub nurse was setting up and checking the instruments for a case they noticed that one of the bearings in the size 7 ap femoral cutting block had fallen out. The bearing helps to retain the valgus collet. A replacement was available for the case. No delay or injury reported.

Manufacturer narrative:
Results of investigation: the device, used in treatment, was returned for evaluation. A visual inspection of the returned device confirmed the stated failure mode. The device is fractured, and the fractured piece was not returned, rendering the device inoperable. The device was manufactured in 2008 and shows signs of extensive use. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.